Event description:
It was reported that the pt was revised due to pain, instability, chronic synovitis, and recurrent effusions.

Manufacturer narrative:
This report will be amended when our investigation is complete.